Manufacturer narrative:
An event of retraction problem and difficult to insert was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Reportedly, the femoral accesses was tortuosity and calcification. During procedure, the flexnav delivery system did not progress, so it was removed and replaced with a 20f introducer. The flexnav system was inspected and it showed no significant changes, so it was decided to use the same system. The valve was successfully released up to 80%; however, it was in a high position. During recapture, it was not possible to recapture the valve all the way. Even partially opened, the system was successfully removed and replaced with a new system and new valve. Based on the information received, the cause of the reported retraction problem and difficult to insert could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The femoral accesses was with good diameter, but there was tortuosity and calcification. During procedure, the flexnav delivery system did not progress, so it was removed and replaced with a 20f introducer. The flexnav system was inspected and it showed no significant changes, so it was decided to use the same system. The valve was successfully released up to 80%, but according to the implanter's assessment, it was in a high position. During recapture, it was not possible to recapture the valve all the way. Even partially opened, the system was successfully removed and replaced with a new system and new valve. The valve was successfully implanted with good hemodynamic result and the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
H6 type of investigation code 4114 was removed. An event of retraction problem and difficult to insert was reported. The device was received for investigation; however, the reported retraction problem and difficult to insert could not be replicated in a testing environment due to the returned conditions of the device (bent on the valve capsule/device deployer). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported retraction problem and difficult to insert could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.